Manufacturer narrative:
Device evaluation: the visi-pro catheter was received without the stent attached. The stent was included; however it was detached from the catheter and placed inside a specimen cup. The catheter was inspected and the balloon was not inflated. Examination of the balloon revealed witness marks of the entire stent and also indicted that the stent was well-centered between the balloon marker bands. The balloon profile, while consistent in appearance with a non-inflated balloon could not be accurately assessed due to the pliable nature of the balloon material and the fact that the stent had been off the balloon for an undetermined but extended length of time. The stent was inspected and observed dried blood/biological material within the struts. One end of the stent was stretched and mangled. The medial segment of the stent was in a pre-deployed state (struts not expanded). The other end of the stent was flattened. It should be noted there was no observation of a fracture. The tantalum markers were intact. Four tantalum markers were observed on each end of the stent as expected.

Event description:
The physician was attempting to tread a lesion within the hypogastric artery with a visi pro stent. It was reported that deformation was noted on the front edge of the balloon-mounted stent. The stent is reported to have dislodged within the ostium of the hypogastric artery, so it partially in the hypogastric artery and partially in the external iliac artery. A snare was used to retrieve the loose stent. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.